Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center image was noisy due to a damaged-up board socket and a cable unit. The issue occurred during preparation for use. The intended gastroscope procedure was completed with another similar device. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h3, h6, and h11. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The image was distorted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the image produced was distorted. The cause of the distorted image was attributed to a faulty cable connecting to the video socket. Olympus will continue to monitor field performance for this device.